Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that is frozen on easy/normal bolus displaying 0.0 units. Advised the customer to disconnect from the insulin pump, and assisted to prime/rewind. Instructed the customer to deliver a bolus, but the bolus was not delivered, and it was not recorded in the bolus history. No further information was provided.